Event description:
Caller reported damage to pump housing around the usb port, although charging ability was not affected. There was no adverse impact to the customer¿s blood glucose level. Technical support arranged for a replacement pump to be sent, with the customer agreeing to complete necessary training before use and return the damaged pump using provided instructions and packaging.